Manufacturer narrative:
(B)(4).

Event description:
It was reported that one of the patients bilateral precice nails stopped lengthening. After over one year both of the nails were explanted without incident. The patient had completed treatment.